Event description:
Physician deployed gopher gold to proximal end of lesion and attempted to torque through the calification when the shaft of device broke where the stiffening mandrel ends. The gopher gold was removed from the guide catheter and patient successfully.

Manufacturer narrative:
The returned product showed evidence of damage attributable to extensive torquing. The gopher gold IFU states "warning: never exceed five proximal rotations of the gopher gold catheter in the same direction if the distal tip is not rotating within a lesion or stenosis under fluoroscopy. Excess rotation may result in separation of the catheter, damage to the catheter or vessel perforation."